Event description:
It was reported that no capture at max output and no sensing at lowest sensitivity was observed. The device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No capture at max output and no sensing at lowest sensitivity.